Event description:
It was reported that at the pump refill, the healthcare provider (hcp) aspirated 6ml and then tried to fill the pump with new drug; the pump only took 30cc. The hcp then aspirated and pulled back the entire 30, plus the 10 that remained in the syringe and another 10 that was still in the pump; for a total of 50cc. This resulted in 40cc of 10mg/ml morphine and 600mcg/ml baclofen mixing with 10cc of 20mg/ml morphine and 750mcg/ml baclofen. Based on this, there was a total of 600mg of morphine and 31,500mcg of baclofen which were then both divided by 50ml for a new total of 12mg/ml morphine and 630mcg/ml baclofen. It was unknown what the expected reservoir volume was and unknown if there was a reservoir volume discrepancy. The hcp was calling about the calculations to determine what concentration of baclofen and morphine they had. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Additional information was received and it was reported that the patient was "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, at a refill on (B)(6) 2013, the expected reservoir volume was 18.6ml. When the pump was emptied, only 6ml was aspirated. Bubbles were seen in the tubing and cessation of liquid was withdrawn before new medication of 40ml was injected into the reservoir. The healthcare provider (hcp) was unable to inject the last 10ml of drug. The needle was adjusted with the same result. A different hcp tried with no success. There was easy withdrawal of medication when the syringe was pulled back and the last 10ml of medication was then easily injected. All medication was then withdrawn back into the syringe, establishing a 50ml full syringe of both 10ml of new medication and 40ml of old medication. 10ml of the left over mixed (new and old) medication was disposed of. The patient was given the option to return with in the week to receive the corrected medication concentration, but she deferred. It was noted that the patient was happy with the current concentration and dosage. The patient was to follow up the following week via telephone call to evaluate the efficacy of the therapy.